Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 11am the alleged issue first occurred. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported 2 hours later she felt shaky and sweaty. The patient denied having any treatment on the day of the alleged issue. During the time of troubleshooting, the cca confirmed it was not the first time the meter had been used and there was no misuse of the subject meter. The battery was in good condition and the patient was using the correct test strips. The alleged issue was resolved with training. When the power button was pressed the meter did not turn on. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms suggestive of hypoglycemia.